Event description:
Device was returned and evaluated; evaluation results found retention balls broken out of quick release axle. Dealer stated the quick release axle shattered into pieces from the inside out.

Manufacturer narrative:
Device was returned and evaluated; evaluation results found retention balls broken out of quick release axle.

Event description:
Dealer stated the quick release axle shattered into pieces from the inside out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.